Manufacturer narrative:
Additional information added to device evaluated by MFR?, evaluation codes. The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The f-33 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be a damaged cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-33 alarm (min detection circuitry: input to a/d converters is not 0 v although the min air transducer is not oscillating). This occurred before use of the device. There was no patient involvement. No additional information is available.